Event description:
On (B)(6) 2020, lifescan (lfs) (B)(4) received an allegation from the lay-user/patient that her unspecified onetouch meter read inaccurately high. The complaint was classified based on the customer service agent (csa) documentation. The patient reported that around (B)(6) 2019 she obtained the ¿same result in every test¿ with the subject meter; exact result not provided. The patient manages her diabetes with insulin on a self-adjusted dose. In response to the alleged high result, the patient claimed she increased her dose of insulin (amount not reported). The patient claimed she developed ¿hypoglycemia¿ as a result of the alleged issue and proceeded to the emergency room (ER) where her blood glucose was measured on arrival at ¿384 mg/dl¿ with the subject meter and ¿54 mg/dl¿ on the ER meter, prior to treatment. It was not reported what treatment was provided. The patient reported that when she returned home, she discovered the test strips she had been using had expired. This complaint is being reported because the patient reportedly developed hypoglycemia requiring medical intervention after taking extra insulin based on alleged inaccurate readings obtained with the subject meter. The subject meter could not be ruled out as a contributor to the event.